Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a nurse was splashed with a medication. The patient was receiving the medication via a deltoid needle. During the injection, the needle became detached from the syringe and drug splashed on the patient and the nurse. Nurse rinsed thoroughly and followed her clinic protocol for medication exposure.